Event description:
Customer called stating that the screen on their meter is missing several segments. While on the phone, a review of the system was conducted. The review determined that the tens position in the display was missing segments. Asked customer to return the meter for eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.